Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. The lot number is unknown; therefore the device history records are unable to be reviewed. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent. (B)(4).

Event description:
It was reported that a closure top failed to lock into the mating pedicle screw head during surgery. The closure top was backed out and retightened into place. There were no reported patient impacts. This is report two of two for this event.

Manufacturer narrative:
Additional information: the product was not returned, however, a video was provided demonstrating the reported failure. The complaint was able to be confirmed based on this video, however, a full evaluation could not be performed without product return. Though this is the case, it was determined from the reporter that a counter torque device was used when installing the closure top rather than the reduction tab sleeve. The counter torque has a wider inner diameter that allows the reduction screw tabs to splay. The technique was functionally tested by engineers and it was found that the closure top was able to cross thread by skipping a thread on one side of the reduction tulip tabs when using the counter torque. The closure top remained slightly loose after final tightening (due to this cross-threading) in the same way as was reported in this event. The reduction tab sleeve was found to fully prevent this failure from occurring. The lot number is unknown; therefore the device history records are unable to be reviewed. The labeling was reviewed and found to contain information related to the proper instruments to use with the reduction screws.

Event description:
It was reported that a closure top failed to lock into the mating pedicle screw head during surgery. The closure top was backed out and retightened into place. There were no reported patient impacts. This is report two of two for this event.